Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the support arm adaptor was damaged. This part was replaced for repair purpose. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the support arm adaptor was non-functional. It was not possible to screw/unscrew the head fixator to the support harm. Therefore the device could not be used. There was no patient impact reported.